Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted only the terminal segment of the lead was returned, severed approximately 18.2 centimeters from the terminal pin. Setscrew marks were noted in the correct location. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the allegation of a fracture with the returned segment.

Event description:
It was reported that this left ventricular (lv) lead had fractured and was exhibiting high out of range pacing impedances of greater than 2000 ohms. Surgical intervention was performed and the lv lead was cut and abandoned in the patient. The end of the lv lead will be returned for analysis. No additional adverse patient effects were reported.